Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had drawer failed to stay closed. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to stay closed. The field service engineer (fse) reseated the pocket and drawer boards to address an address-related issue. Technical support specialist was contacted to assist with resolving the problem. The pharmacy technician inventoried the medications successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had drawer failed to stay closed. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.